Manufacturer narrative:
(B)(4): the manufacture received post op x-rays the date of these films was not provided, therefore, the manufacturer is not able to confirm if these films apply to the reported event. However, the films show that complex construct for neuralgia scoliosis/kyphosis thoracic to pelvis. Dissociation of screws and rods due to set screw back out noted at multiple levels. Poor x-ray quality makes level interpretation difficult but loosening appears to involve s1, l5, and l3.

Event description:
It was reported that the set screws backed out 7 days post op. It is unclear that if a revision surgery was performed.